Manufacturer narrative:
The device has been received for analysis but has not been evaluated as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (6)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the duodenum, performed on (6)(6), 2009. According to the complainant, during the procedure, when the clip came out of the sheath, it was bent on the catheter. The procedure was performed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.